Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a run-on condition was found and then reported. Based on the investigation details, the likely cause was corrosion and problems with gears and the cannula, which were each replaced along with other components.

Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device continued to run on its own. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.